Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The customer subsequently found a damaged connector on the back plane. No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.